Event description:
On (B)(6) 2012, at the (B)(6) hospital, it was reported that the quadrox-I hmod-71000 oxygenator (lot number 70063547)failed during use. The patient was on the fourth oxygenator (3 had been replaced, previously reported in complaint (B)(4)) and oxygen saturation level lowered after each oxygenator was in use. Patient had (B)(6) and was on chemotherapy. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned due to the risk of infection and cross contamination in the laboratory. (B)(4).